Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the outer edge of the patient's pump pocket site opened up and would not heal back. The managing and implanting physicians made the decision to explant the device. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was also unknown what diagnostics or troubleshooting was performed. The issue was considered to be resolved and the patient status was noted to be "alive no injury". The event date was unknown. No further issues were reported or anticipated.